Manufacturer narrative:
The na electrode's lot number is y69. The expiration date was not provided. The other module's serial number is (B)(6). The calibration and qc were acceptable. The field service representative found that the ise (ion-selective electrode) flow path was contaminated. He decontaminated the flow path, which resolved the issue. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 169 mmol/l, and the repeated result was 159 mmol/l. The sample was repeated because the initial result had a data flag indicating it was high. The repeated result was obtained on another pro ise module and was believed to be correct.